Event description:
On (B)(6) 2011, pt reported blood glucose elevated to 580 mg/dl after starting a new type of infusion set. There was also insulin leaking from his infusion site. He attempted to lower his blood glucose by delivering a correction bolus. The night before the report, he looked at his site and noticed insulin leaking around it. Infusion set was removed, and the cannula was not properly inserted into his body. The cannula was flat against his stomach. He changed the infusion set and again noticed leaking on the day of the report. He could not determine the source of the leak that time. Pt changed his infusion set during the troubleshooting call, and there was no further leaking. Complimentary insertion device was sent. Infusion sets were replaced and requested for eval. F/u was completed with father on (B)(6) 2011. Pt was unavailable, but father reported no further issues with the infusion sets. Normal blood glucose was not provided. The pt did not require treatment from a health care professional or second party to address the issue.